Event description:
Customer (B)(4) report received. Customer reported "the patient was due for new IV tubing and a new bag of IV fluids. The expired tubing was removed from the large volume infusion pump and the new tubing placed in the pump. The cassette was in a locked position prior to placement inside the pump. The rate on the pump was verified prior to restarting the infusion. Upon return to the patient's room, it was observed that the new bag of IV fluids was almost empty. The pump was immediately paused, but the fluid continued to drip through the chamber and could only be stopped if the roller clamp was engaged." No patient harm or medical intervention reported. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.